Manufacturer narrative:
Correction: d1, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed volume test 3 times" was not replicated. Flow accuracy testing was not performed however the device was sent to flow calibration prior to release and the device passed. A review of the event history log was performed. An event occurrence date was not provided however the last day of customer use revealed 2 infusions programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum service manual. Both infusions ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A cause of the reported issue was not identified. The device will be required to meet all specifications prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow accuracy testing in the biomedical service department. There was no patient involvement. No additional information is available.